Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 533 mg/dl with small/trace ketones. Customer attempted to bring bg level down by changing infusion sets and cartridges. Reportedly, the cause was undetermined, however the customer reportedly believed the pump was not delivering all insulin. System check was performed and verified that the pump was functioning as intended; however, customer uses humalog insulin for 3 days. The customer was instructed to consult with their healthcare provider regarding bg level.